Event description:
Additional information received indicated that the right ventricular lead was capped and replaced and there were no patient consequences.

Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During a routine box change, the conductors of the right ventricular lead were found to be externalized. The box change procedure was postponed and the physician preferred to take no action at this time. There were no patient consequences.